Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in china: "blue debris." According to the customer: "when using the product, it was found that there were blue debris floating in it, which could be observed with the naked eye. After treatment, residues could be seen in gauze, which occurred twice in 2022 and once in (B)(6) 2023."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received one used discofix-3 blau 2ver ms "cn" and pictures of blue particle. One of the picture shows that a cannula or something similar has been inserted into the luer channel via a membrane. In the handle on another picture we have found damage caused by a pointed object e.g. A cannula. Another picture shows that material has been removed from the handle in the process. Based on our investigation results, we assume that the particles were created by inserting the pointed object too deeply into the luer channel. This damaged the handle and removed material which then became visible as particles. We assume a handling failure and consider the complaint to be not confirmed. Recommendation: the customer should be informed that the luer-luer connection is the safest connection to the 3-way stopcock. Piercing with the aid of an injection stopper can lead to the described error or even to piercing of the handle, resulting in open patient access. The described event was caused by a use error, which is not associated to the design or ergonomic features of the device. The investigation did not confirm any malfunctions or deterioration in the characteristics or performance of a device. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.